Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a patient presented with grade 4 functional mitral regurgitation (mr) and dilated cardiomyopathy for a mitraclip procedure. During the procedure, mitraclip xtw was implanted on the anterior and posterior leaflet 2 (a2p2). The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, patient presented with worsening heart failure. On (B)(6) 2026, transesophageal echocardiogram (tee) was performed, and it was determined that mr was worsened and perforation to the posterior leaflet. It was noted clip was stable on both the leaflets. Mr was grade 3-4.